Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that they received the loose drive support cap safety notice and that her son's insulin pump may have had a loose drive support cap anomaly. The device was replaced but not returned. The bg of customer was unknown.